Event description:
Related manufacturer reference number: 2017865-2021-39644. Related manufacturer reference number: 2017865-2021-39645. Related manufacturer reference number: 2017865-2021-39648. Related manufacturer reference number: 2017865-2021-39656. It was reported that the patient presented for a right ventricular lead (rv) revision procedure. The reason for the rv lead revision was unknown. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The reported event of ¿electrode damaged during procedure¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the distal end of the molded connector and connector boot were separated/pulled apart consistent with that occurring at time of procedure. Correction: b5 adjusted to reflect the correct amount of associated products

Event description:
Related manufacturer reference number: 2017865-2021-39644 related manufacturer reference number: 2017865-2021-39645 related manufacturer reference number: 2017865-2021-39648 related manufacturer reference number: 2017865-2021-39656 it was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.